Manufacturer narrative:
The cobas pro ssu serial number was (B)(6). Sample material from the patient was requested for further investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys syphilis results from the cobas pro ssu analyzer (cobas e801). The initial result was 0.75 coi (non-reactive), and the repeat result was 0.76 coi (non-reactive). The sample was tested for confirmation, and the trust and tppa result was 8 coi (reactive) using the wantai assay. A subsequent 1:3 dilution on the cobas e801 produced a result of 0.313 coi (non-reactive).